Event description:
A cartridge alarm 20 was reported by the customer. There was no adverse impact to the customer's blood glucose level. After experiencing the issue, the customer successfully loaded a new cartridge and resumed insulin therapy before contacting tandem. The problem was resolved without further incident.